Manufacturer narrative:
Batch review performed on 30 september 2021: lot 124216a: (B)(4) item manufactured and released on 17-apr-2018. Expiration date: 2023-apr-25. No anomalies found related to the problem. Lot 124216a derives from lot 124216: lot 124216: (B)(4) items manufactured and released on 27-dec-2012. Expiration date: 2017-nov-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director. 3 years after revision tka, the femoral component is deemed to have ben placed too posteriorly and a decision is made to remove all components and exchange them with different devices. This adverse event was not caused by defective devices.

Event description:
At 2 years and 11 months after the primary medacta surgery, all implants were revised (with competitor) because the femur component was positioned too posteriorly and the cause is unknown. The surgeon revised all implants to competitor implants and the surgery was completed successfully. The patient had a competitor implants implanted during the primary surgery and had medacta implants implanted to revise the competitor implants on (B)(6) 2018.